Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the log files for this event were reviewed. The investigation could not confirm the reported issue of "in multiple cases the femoral posterior lateral cuts have not been cutting in the correct plane". The investigation found that the most probable root cause of the reported issue is due to array movement. The investigation found that the root cause of the complaint is likely array movement. While the root cause of the array movement cannot be determined, the failure to verify the checkpoint once the cuts were found to be inaccurate makes this case cause code to be cause traced to user. There are no defects found with the system or software. Root cause: the investigation found that the root cause of the complaint is likely array movement. While the root cause of the array movement cannot be determined, the failure to verify the checkpoint once the cuts were found to be inaccurate makes this case cause code to be cause traced to user. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Device history lot null device history batch null device history review no manufacturing record evaluation required as no manufacturer or service-related issue found.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during a total knee arthroplasty surgical procedure, while using the robotic-assisted solution satellite station device, that in multiple cases the femoral posterior lateral cuts have not been cutting in the correct plane. He was able to complete the surgeries without any negative impact to the patient. The doctor nor the sales rep provided specific event dates. It was reported that the device was being used with a robotic assisted base station device. There were no delays in the procedure. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. (B)(4) was created in order to capture the additional events reported.